Manufacturer narrative:
According to the gore® viabahn® endoprosthesis instructions for use (IFU), complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: thrombosis or occlusion.

Event description:
On (B)(6) 2017 a patient underwent treatment of a right common iliac artery aneurysm with a gore® excluder® iliac branch endoprosthesis and a gore® viabahn® endoprosthesis. The viabahn device was implanted in the right internal iliac artery. On an unknown date, the right internal iliac artery thrombosed.

Event description:
On (B)(6) 2017 a patient underwent treatment of a right common iliac artery aneurysm with a gore® excluder® iliac branch endoprosthesis and a gore® viabahn® endoprosthesis. The viabahn device was implanted in the right internal iliac artery. On (B)(6) 2017 thrombosis was seen in the viabahn device in the right internal iliac artery. The patient elected not to undergo a reintervention.